Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.00/+5.0/090 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, refractive surprise and lens dislocation/subluxation. The patient experienced loss of best-corrected visual acuity and blurred vision. The reporter indicated the lens rotation was due to weakness of zonules.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have foreign material on lens surface - fibers. Dimensional inspection found the lens is in specifications. The patient is under the age of 21 years. (B)(4).